Event description:
As reported by the user facility: reported issue: the first and second y-site are leaking. Blood backed up into the tubing and the medication was leaking from the first y-site. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). An approved project is in place to further address issues with pump set backflow. No sample was provided for evaluation. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.